Event description:
The complaint is reportable for malfunction per product investigation results; it was reported that there was a significant microelectrode signal interference. During a procedure to treat supraventricular tachycardia (svt) an intellanav mifi open-irrigated catheter was selected for use. It was noted that there was significant microelectrode signal interference in electrodes 1-2. The noise did not improve over the duration of the ablation, with repeat ablations, or with pacing. No error messages displayed. The device was replaced, and the procedure was completed successfully without patient complications. The catheter was returned to boston scientific for laboratory analysis. Upon device analysis, it was found during the flow test that the device was occluded.

Manufacturer narrative:
Initial reporter phone: (B)(6). Intellanav mifi open-irrigated was evaluated by boston scientific. Visual inspection did not note any defects. Functional test was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The continuity test was performed and no problems were detected. Then, the device was connected to a metriq pump and was purged at 60 ml/min, and it was observed that it was obstructed. The device was connected and recognized by the rhythmia hdx and maestro 4000, no noise baseline issues were observed. The noise test during ablation could not be performed because the flow test fails due it was obstructed. During the dissection analysis a kink on the pair sensor wires and a insolation damage on the guidecoil at the same distance. Is important to mention that no damages were observed on the irrigation system that could have contributed to the obstruction issue. Laboratory analysis was able to confirm the reported observation of noise as a cause traced to device design. However, laboratory analysis was unable to confirm the cause of the obstruction issue as no damages were observed on the irrigation system that could have contributed to the obstruction issue.